Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the electrodes would not adhere to the patients skin. Complainant indicated that the clinician obtained another set of pads to continue treating the patient and a shock was successfully delivered to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the report malfunction.